Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not remain charged despite a charging pad showing a solid green indicator and successfully charging a smartphone, and engineering logs corroborated that the pump was not charging; the device was replaced and the user was instructed on relearning and return of the original unit. Symptoms included no clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer troubleshooting to verify charger function and device charging behavior, along with internal log review. Investigation of this case revealed a pump charging failure consistent with a device power or battery/charging subsystem issue, while the external charger functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the pump¿s charging system.